Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. First/given name: unknown / not provided. Email address unknown / not provided.

Event description:
It was reported that the implant fractured and was removed. Doctor had to infiltrate the site.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional information received identified the device has not been manufactured by zimmer biomet. Upon reassessment of the reported event, it was determined that this device is not longer reportable. As a result, no further medwatch reports will be submitted under this file.

Event description:
No further event information is available at the time of this report.